Event description:
On 05-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 used set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2019, the patient's infusion set's tubing had detached close to the site location. The site location was his lower abdomen and the pump was in the front pocket of his pants. The infusion as just inserted in the morning and they were stored in the infusion box. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient's infusion set's tubing had detached close to the site location. The site location was his lower abdomen and the pump was in the front pocket of his pants. The infusion as just inserted in the morning and they were stored in the infusion box. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.